Event description:
The svg to om branch was engaged with a 6f al1 guide. A 0.014" sionblue wire was advanced to the distal portion of the graft, into the om branch. We dilated the 95% in-stent restenotic lesion in the proximal portion of the graft with a 2.25 x 15mm balloon wit 60% residual, then performed intravascular ultrasound (bsc opticross 60mhz catheter) to assess the vessel size and lesion morphology. We then proceeded to dilate and stent a downstream lesion in the om branch, ultimately placing a 2.25 x 33mm xience skypoint stent in the om, post-dilated to 3.0mm with excellent angiographic result. We returned to the treatment of the proximal graft in-stent restenotic lesion, using a 3.5 x 15mm nc balloon to dilate the lesion at high pressure with 30% residual. We placed a 4.5 x 28mm xience skypoint stent to cover the proximal graft stenosis. We post-dilated the new stent with serial inflations of a 5.0 x 12mm emerge nc balloon at high pressure due to calcific recoil. On the final planned post-dilatation, at the proximal margin of the newly-placed stent, the balloon ruptured at 20atm. We attempted to retrieve the balloon, but the apparatus became stuck at the guide tip. We could visualize the balloon markers inside the guide, but there was a faint filling defect at the guide tip when we injected contrast and performed a coronary angiogram. Of note, no filling defect was noted within the length of the svg or the distal om branch. We attempted to pull the balloon back further, but the balloon tip separated from the balloon catheter shaft; the balloon markers remained inside the tip of the guide. We pulled the guide (with balloon and guide wire) out of the body bloc, following the entire course of the retrieval on fluoroscopy to assure that the balloon-- identified by the radio-opaque pair of markers-- did not exit the guide during transit. On inspection of the guide after removal from the body, we identified that the balloon material was essentially stripped and everted from the shaft of the balloon catheter, and remained stuck at the very tip of the balloon catheter (distal to the two balloon markers); and, this mass was wedged at the guide tip. The rest of the balloon catheter was inside of the guide. The equipment was saved for further examination. We then re-engaged the svg with a new 6f al1 guide. Angiography did not disclose a filling defect in the svg or distal om vasculature to suggest an embolized balloon fragment. We advanced a new sion blue wire and performed ivus. Ivus demonstrated a very focal defect at the distal margin of the newly placed stent in the svg. This site was at least 10-15mm further distal than the final balloon inflation (with rupture); still, we could not conclude if the ivus image/defect could represent a small fragment of balloon or perhaps an uplifted stent strut. We attempted to address the defect by inflating a new 5.0mm balloon at that site; but the appearance by ivus did not meaningfully change. We therefore covered the lesion with an additional 5.0 x 18mm xience skypoint stent (distally overlapping the first stent), thereby exteriorizing the filling defect from the lumen. After 5.0mm nc post-dilatation of the additional stent, final ivus did not show any residual evidence of luminal irregularity, with optimal stent expansion and apposition throughout. There was less than 10% residual stenosis and timi-3 flow throughout at the conclusion of the procedure. The patient recovered uneventfully from the procedure. During a planned, staged intervention on another coronary artery three days later, repeat angiography of the svg to om again showed an excellent angiographic result.